Event description:
It was reported that during setup for a surgical procedure, at the user facility, the tip of the device broke off. No patient involvement, surgical delays, medical intervention, or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the tip broke off was confirmed through the visual inspection. It was observed that the pointer tip was broken off. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement. It is also possible that the age of the device or the number of times used caused or contributed to the reported event.

Event description:
It was reported that during setup for a surgical procedure, at the user facility, the tip of the device broke off. No patient involvement, surgical delays, medical intervention, or adverse consequences were reported with this event.